Manufacturer narrative:
The h10 related reported number was included in the initial MDR in error. There is no related report number associated with MDR # at this time.

Manufacturer narrative:
The littler suture carrying scissors will be returned to steris for further evaluation. The investigation is currently in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the screws fell out of multiple littler suture carrying scissors. The screws did not contact the patient and were successfully retrieved by user facility personnel. The procedure was completed successfully with a different instrument. No report of injury.

Manufacturer narrative:
The device was returned to the supplier for investigation. The supplier confirmed the screws were loose and attributed the screws being mechanically loosened. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. The IFU for the littler suture carrying scissors states, "use of a device for a task other than what it is intended for will usually result in a damaged or broken device. Prior to use, inspect devices to ensure proper function and condition. Avoid mechanical shock or overstressing the devices. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage. Only the cleaning and sterilization processes which are defined within these instructions for use have been validated." A steris account manager provided in-service training regarding the proper use and operation of the littler suture carrying scissors. No additional issues have been reported.